Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-28, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's lead was explanted and replaced because of a loss of therapy. The replacement of the lead resolved the issue. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis product ID 3389-28: analysis found the proximal end of the lead had a broken conductor. If information is provided in the future, a supplemental report will be issued.